Manufacturer narrative:
Concomitant medical products: product ID 8709sc , serial# (B)(4), implanted: (B)(6) 2012, product type catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(4) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to cerebral palsy. It was reported that the patient had a catheter revision "about two weeks ago" relative to (B)(6) 2019. The revision was due to the patient growing taller and they needed to move the catheter to a better location. The patient reported to the representative that they were "thinking they have a csf leak." During the revision two weeks ago they had clamped off the old catheter and tied it off "really well" so it didn't seem to be an issue. However, the representative stated that the hcp would likely just remove the old catheter. Additional information indicated that during the revision the hcp pushed on the side of the patient's abdomen and saw that fluid was coming out around the pump. The cause of the csf leak was not determined. It was unknown if the issue was resolved. The patient's weight was unknown. No further complications were reported.